Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error and failed battery alarm. The customer¿s blood glucose level was 6.8 mmol/l. The customer reported that they had received the multiple pump error alarm in the alarm history. The troubleshooting was not performed. The customer was advised the insulin pump will be replaced. The insulin pump will not be returned for analysis.